Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of priming anomaly from the insulin pump. The customer's blood glucose reading was 17 mmol/l. The customer ran a self-test and it was all good. The customer primed for 5 units and said nothing was coming. The customer stated that sometimes it is a struggle to push the insulin. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No rewind anomaly noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus history anomaly noted. The insulin pump had cracked reservoir tube lip.